Manufacturer narrative:
The device was explanted greater than 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Re-operative valve surgery carries significant risk. The device was not returned for evaluation, as the follow-up for device return is still ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported through implant patient registry, a patient originally implanted with a 25mm aortic valve for 1 years 1 months, underwent an explant procedure for unknown reasons. The patient received another 25mm aortic valve. The current patient status is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The patient was noted to have a history of ckd. Per the device¿s instructions for use, the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism).

Event description:
It was reported through implant patient registry, a patient originally implanted with a 25mm aortic valve for 1 years 1 month, underwent an explant procedure for severe deterioration, thrombus, severe stenosis, and moderate regurgitation. The patient received a replacement 25mm aortic valve. Patient was discharged home in stable condition on pod #11. Per medical records patient underwent redo median sternotomy, aortic root replacement with reimplantation of the coronary arteries and redo-avr with the replacement valve and a 28mm graft (modified biologic bentall procedure), and tricuspid valve repair with a 28mm annuloplasty ring.